Manufacturer narrative:
Investigation results: sample evaluation: three photos were returned for evaluation depicting a single 5ml assembled syringe from a reported batch #7177567 (p/n 309703). In one photo the stopper is bottomed out and the silicone appears to have reach near the top of the syringe¿s tip. Another photo depicts stopper at approximately 0.4 ml position with clear string of silicone extending to the roof of the barrel as well as pooling on the stopper. From these photos, the amount of silicone does appear to be excessive in the sample presented. DHR review for batch 7177567 (p/n 309703): manufacturing dates: 07/26/2017 to 07/27/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7177567 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. Conclusion: based on the sample evaluation bd canaan was able to confirm the customer's indicated failure. Root cause undetermined. Based on the severity assigned to this complaint and the results of the complaint lot history check, CAPA is not required at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when opening a package of 5 ml bd luer-lok¿ syringe bulk sterile pharmacy convenience tray, one of the 5ml syringes had what appeared to be an ¿excess amount of lubricant¿ inside the fluid path. There was no report of injury or medical intervention.